Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set tested (B)(6) for uncontrolled flow. The test was conducted by the biomed, and there was no patient involvement. The technologist reported that flow occurred with no rotation of the blue fitment.

Manufacturer narrative:
The customer¿s report of tubing set testing positive for uncontrolled flow was not confirmed. Visual inspection of the set noted no damage or anomalies. Testing confirmed the silicone segment component was within specification. The root cause of the customer¿s report was not identified.

Event description:
It was reported that during testing for uncontrolled flow with a disposable IV set, fluid free-flow was confirmed and replicated. The technologist reported that flow occurred with no rotation of the blue fitment. There was no patient involvement.